Event description:
It was reported that the customer had multiple cartridges that were did not fit properly on the pump and was difficult to install. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.